Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: breakage distal fibers, minor debris under lg (light guide) connector and blurry image were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to maintenance. The event can be prevented during reprocessing by following the instructions for use (IFU) which state: "improper and incomplete reprocessing can cause infection of the patient and the medical personnel as well as damage to the product." IFU p. 22. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a torn cord. The issue occurred during reprocessing. There was no patient involvement.

Event description:
It was reported that the subject device had a torn cord. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.